Event description:
Rn went to disconnect prbc [packed red blood cells] unit from blood tubing, tubing at the insertion site of the prbc unit split apart and fluid spilled on to infusion pump and surroundings.